Manufacturer narrative:
Device was returned for evaluation. Visual inspection found the device was cut into two pieces, with only one piece being received. The lens'' surface looks cloudy with orange peel texture. A device history record (DHR) review did not fnd any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing and a follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, the lens was opacified 6-9 months post implant and was explanted from the left eye. The patient had to go back and have the viscoelastic removed one week post original implant. Additional information was requested but not received.

Manufacturer narrative:
Additional information was received indicating, the patient had rop (retinopathy of prematurity) laser and cataract surgery on both eyes. In medical safety opinion, procedures and treatments for rop prone the lens to opacification. This event no longer meets reportability requirements and assessed as not reportable.

Event description:
Additional information was received indicating, the patient had rop (retinopathy of prematurity) laser and cataract surgery on both eyes.